Event description:
It was reported that the balance middle-weight (bmw) guide wire was used in the moderately tortuous and moderately calcified mid superficial femoral artery (sfa). A pioneer re-entry catheter was loaded over the bmw. During removal of the re-entry catheter from the bmw, resistance was met at the access site due to a kink on the bmw. Another bmw was attempted to be inserted in the anatomy, but the bmw could not get past the re-entry system. This was attempted with two more bmws, one of which was an hc bmw, but none were able to pass the re-entry system. Both the first bmw and the re-entry system were removed together as a single unit and the procedure was completed. The patient will be going to surgery for treatment of her sfa. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.